Event description:
It was reported the patient is unable to communicate with or charge his ipg. The patient has not charged or used his scs system since some time before (B)(4)2012. The patient's pain was well managed, but now is returning. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Recall #: 1627487-12192011-003-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.